Event description:
During initial implant procedure, the left ventricular (lv) lead had expectable measurements, however, after connecting the lead to the device, loss of capture was observed on the lv channel. The device was disconnected, lv lead measurements showed no loss of capture. Loss of capture was again observed when the device was connected. A new device was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of capture anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.